Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device powered on but would not function. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.